Manufacturer narrative:
B5 - the reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -9.00/+1.5/051 (sphere/cylinder/axis) implantable lens into the patient's left eye (os) on (B)(6) 2023. The patient experienced lens rotation not associated to low vaulting. On (B)(6) 2023 the lens was repositioned by the surgeon, but this did not resolve the problem. On (B)(6) 2023 the lens was exchanged with a same model and length lens. This resolved the problem. The cause of the event was reported as unknown. D6b - (B)(6) 2023 . H6 - health effect impact code:4629. Claim # (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned in liquid in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -9.00/+1.5/051 (sphere/cylinder/axis) implantable lens into the patient's left eye (os) on (B)(6) 2023. The patient experienced lens rotation not associated to low vaulting. On (B)(6) 2023 the lens was repositioned by the surgeon, but this did not resolve the problem. Lens remains implanted. The cause of the event was reported as unknown. If additional information is received a supplemental medwatch report will be submitted.